Manufacturer narrative:
Product ID: 3889-28, lot# va0886u, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient never experienced therapeutic effect and no relief from their implantable neurostimulator (ins). It was noted that the stimulation level was at 1.85 volts and that the patient was going to the bathroom every 10 to 15 minutes. The patient¿s spouse decreased the stimulation to 1.60 volts. The patient had a ¿bad night¿ and had to get up and change the sheets. The patient could ¿hardly get to the restroom on time." Additional information received reported that the patient had urinary tract infection associated with symptoms which was treated. It was noted that the implant was performed for complete urinary retention so ¿this actually was a good response¿ as the patient was able to void. It was stated that the patient was taking sedatives at night and not waking until voiding occurred. No reprogramming occurred, no hospitalizations were required, and the patient did not have any injuries. It was noted that the patient met with their health care provider to discuss findings and to adjust other medications.